Event description:
A surgeon reported two pts with negative dysphotopsia following intraocular lens (iol) implant surgeries. The surgeon reported this pt was seeing the edge of the iol when reading, and the event is more bothersome in the morning. In a f/u, the surgeon reported the lens was exchanged and the event has resolved. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/11/2009 by fax and mail. A completed questionaire was received on 09/18/2009. This report was mailed to the FDA on: 10/08/2009.